Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented to the ER after experiencing unanticipated therapy due to svt timeout. The physician increased the patients vt-1 zone and increased the svt timeout. The device remains implanted and the patient condition is good.